Event description:
On (B)(6) 2012, pt reported she was unable to program a bolus because the buttons on the infusion device would not respond. She removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error. She was unable to clear the error message by pressing the check button. She inserted a new battery during the troubleshooting call, but the issue continued. The buttons are not flat, and the infusion device does not produce an audible sound when the buttons are pressed. The infusion device was not dropped on a hard surface within the past 48 hours. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.